Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized for low blood glucose. The customer's blood glucose was unknown at the time of incident. The low blood glucose event caused the customer to fall and hurt their hand. The customer's blood glucose was over 200 mg/dl at the time of admission. The customer stated they had low blood glucose because they did not monitor their blood glucose well. The customer's current blood glucose was unknown. The customer also reported insulin was squirting out during the manual prime process. Troubleshooting was completed and the motor did not slow down during the prime process. The insulin pump will be returned for analysis.